Manufacturer narrative:
Visual inspection of the explanted lead, (B)(4), found that the spacer between the retention sleeve and contact number eight (8) was fractured at the proximal end. The lead was intact and no parts were missing. A review of the manufacturing documentation revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. Analysis of lead, serial number 327525, did not confirm the complaint. All tests performed demonstrated that the lead was mechanically fully intact and performed as expected. Therefore, device exhibits normal device characteristics.

Event description:
A report was received that during a lead revision due to lead migration, when the physician attempted to re-position the lead with a stylet it gave him some resistance. When he tried to plug the lead into the ipg it was discovered that the lead was bent. The patient was implanted with two leads and both were explanted. It is unknown which of the two leads was giving resistance or which of the two was bent; or if the issue of lead resistance and lead bent is just with one lead. The physician re-implanted two new leads and the patient was doing fine and getting good coverage.

Event description:
A report was received that during a lead revision due to lead migration, when the physician attempted to re-position the lead with a stylet it gave him some resistance. When he tried to plug the lead into the ipg it was discovered that the lead was bent. The patient was implanted with two leads and both were explanted. It is unknown which of the two leads was giving resistance or which of the two was bent; or if the issue of lead resistance and lead bent is just with one lead. The physician re-implanted two new leads and the patient was doing fine and getting good coverage.